Event description:
A customer reported that he was receiving an error 6 message on his medisense optium meter in 2007. The customer also reported that thirdteen days before, he experienced symptoms of dizziness and was light headed and his foot turned purple and he went to the ER. The customer reported that his foot was amputated.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.